Event description:
Edwards received information that this bioprosthetic valve was required viv intervention due to stenosis and degeneration, 14 years after implant. The implant was successful; there were no adverse events reported following procedure.

Manufacturer narrative:
Additional manufacturer narrative - the reported valve was not returned to manufacturer as it remains implanted. Without return of the reported device no definitive conclusion could be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.